Manufacturer narrative:
Concomitant medical products: sorin paradym rf sonr crt-d implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope and inappropriate shocks. The right ventricular (rv) lead had noise resulting in inhibition of pacing which caused asystole in the patient. The rv lead also had high pacing impedance and a possible fracture. Therapies were programmed off and the rv lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.